Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported this was a procedure to treat a mildly calcified, heavily tortuous and 99% stenosed left anterior descending artery. A trek rx 2.0x15mm balloon delivery catheter (bdc) was inserted and advanced but was difficult to cross the lesion. Once crossed, dilation was performed. However, the bdc ruptured at 12atm. Therefore, the bdc was removed without further issues and replaced with a non-abbott device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.